Manufacturer narrative:
Additional information twenty two days after the onset of the peritonitis, dianeal therapies were discontinued, the patient¿s peritoneal dialysis (pd) catheter was removed, and the patient was transferred to hemodialysis therapy. On the same day, the antibiotic treatment was discontinued. One day later, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient was diagnosed with peritonitis and the patient was hospitalized due to the event. On the same day, the patient began treatment for the peritonitis with injection amikacin, 150 milligrams, intraperitoneally, twice daily. At the time of this report, the hospitalization and the treatment for the event was ongoing, the patient was not recovered, and dianeal therapies were ongoing. No additional information is available.